Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016 (B)(4). Summary of investigational findings: a (B)(6) woman had previously undergone tevar (thoracic endovascular repair) due to taaa extent ii. The patient received the following devices: zta-pt-44-40-179, tbranch-34-18-202, zteg-2pt-42-32-165-pf, unibody-22-132, zsle-16-74-zt (right iliac leg graft), zsle-20-74-zt (left iliac leg graft). This complaint was opened to address an endoleak type v / endotension causing cardiac deterioration and pulmonary atelectasis with secondary pneumonia in a zta-pt-44-40-179, leading to open surgery for repair 18 months post-op. It is assumed that the endoleak type v arises from the zta-pt-44-40-179, zteg-2pt-42-32-165-pf and tbranch-34-18-202 due to the description from the imaging expert and local physician. As per vascular surgeon expert: the operative report for surgical re-intervention, dated (B)(6) 2019, is reviewed. The indication for the procedure is aneurysmal sac expansion to 12 cm with cardiac deterioration. The report describes a distended taaa sac compressing the heart and lung. Upon opening the sac, there is pressurized serous fluid released without evidence of infection. Fatty thrombus is partially cleared from the aneurysm sac at the thoracic segment. As the sac decompresses, the heart appears to re-expand. There is no evidence of bleeding within the sac. These findings are suggestive of endotension/type v endoleak. Based on the reported information no exact cause for the type v endoleak can be found. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device, why the event is assessed to be a side effect. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: type IV endoleak at conclusion of procedure. On (B)(6) 2017 the patient received the following devices: zta-pt-44-40-179 (lot #e3601003). T-branch-34-18-202 (lot #e3601459). Zteg2pt-42-32-165pf (lot #e3623804). Unibody-22-132 (lot #a1000126) distal body. Zsle-16-74-zt (lot #6384706) right iliac leg graft. Zsle-20-74-zt (lot #6666996) left iliac leg graft. Add info received on 05aug2019: on follow-up CT performed 196 days post-procedure, devices were patent with no evidence of endoleak, separation of components, migration, or device integrity issues. Maximum thoracoabdominal diameter was 94 mm. On follow up CT performed 552 days post-procedure, devices were patent no evidence of endoleak, separation of components, migration, or device integrity issues. Maximum thoracoabdominal diameter was 126 mm. On post-op day 554 the patient underwent a secondary intervention to treat the aneurysm growth and resulting dyspnea. Treatment included a thoracotomy with removal of thrombus from the aneurysm. The intervention was considered successful. Additional information received 15aug2019 from physician: neither the device nor the procedure was related to the event (aneurysmal enlargement). It was only related to thoracic stent graft and not to t-branch. Clarification received 16aug2019 from clinical: it was the zenith alpha device that the physician is referring to ((B)(4), manufacturer# 3002808486-2018-00182). Following excerpt from the imaging review ver 4 (attached): the operative report for the re-intervention (on (B)(6) 2019) notes significant aneurysmal sac growth since the 6-month CT and describes a distended taaa sac with pressurized serous fluid. Upon incision and release of the fluid, the sac decompresses. There is no evidence of bleeding within the sac. These findings are suggestive of endotension/type v endoleak. Though poorly understood, endotension is generally associated with transudative fluid leaking across the graft membrane that cannot be detected radiologically. Contrast extravasation on CT and bleeding into the aneurysm sac would be expected with a type IV (graft porosity) endoleak. The device involved cannot be determined. Patient outcome: the intervention was considered successful. The patient remains in the study.